Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. A bg value was not provided, and the cause for the reported issue was unknown. An infusion set site change was performed to address the issue.